Manufacturer narrative:
Seat appears to have broken at hinge. Component part manufacturer has investigated malfunction and determined low risk- see report 3006310491-2016-00002. Client would not release seat to acorn.

Event description:
Lift was parked at top of steps. Client went to sit on seat and it snapped off. No serious injuries.